Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Previous device check yielded a battery percentage of 44% and during most recent in office check yielded 13% battery percentage left. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Previous device check yielded a battery percentage of 44% and during most recent in office check yielded 13% battery percentage left. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the device remains in-service. No adverse patient effects were reported.